Event description:
The jetstream g3 was advanced to treat a moderately calcified 6 cm lesion located in the mid superficial femoral artery (sfa). The device was used in the minimum diameter mode then switched to the maximum diameter mode when the device stalled almost immediately. The pt commented on some pain so the device was removed and an angiogram was performed. A small perforation was noted and was treated with a balloon. A stent was then placed with some residual extravasation. The pt is doing well.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. It is important to note that the vessel diameter size was recorded as 3.5 - 4 mm and the IFU includes a caution regarding the vessel diameter size when using the maximum diameter mode, "the reference vessel diameter proximal to the lesion is greater than or equal to 4.0 mm."